Manufacturer narrative:
Device analysis report. This report is submitted on march 20, 2024.

Manufacturer narrative:
This report is submitted on february 12, 2024.

Event description:
Per the clinic, the patient was hospitalized (date not reported) for one day due to swelling and an infection at the implant site. The patient was treated with IV antibiotics and subsequently the device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with a new device as of the date of this report.